Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - surgeon trialed with the broach size that was appropriate for the patient. When the implant was placed it subsided causing the hip to be unstable. Implants had to be taken out and replaced.

Manufacturer narrative:
The reason for this complaint was reported as broaching technique causing the stem to subside. The healthcare professional indicated this event occurred during treatment near the patient. There was another suitable device available, however, the incident did cause a 40 minute delay in surgery. The surgery was completed as intended, there was no risk or adverse event reported and the item was inspected prior to surgery and was found to be acceptable. The device was not returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the device history record (DHR) revealed, when released for use, the items met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review showed previous complaints but there were no indications that this component has a design or material deficiency. To date number of complaints against this lot no.: 0 summary of complaints to date: finished goods.s103 - fit 1 finished goods.s301 - taper damage 1 finished goods.s800 - revision surgery 3 finished goods.s803 - dislocation 1 finished goods.s807 - pain 1 finished goods.s808 - infection 3 finished goods.s809 - trauma 6 finished goods.s810 - device loosening 2 this event is possibly attributable to broaching technique causing the stem to subside. This is not an event associated with a product failure, malfunction or issue. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.